Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the balloon was received deformed, consistent with over inflation of the device. It was reported that the balloon physically broke, and a component disengaged from the device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve. The degree of damage can go from separating to flange making the unit leak to fully separate the flange, making the balloon to fully deflate immediately. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during opening of tissue plane for laparoscopic totally extraperitoneal hernia repair, the balloon physic ally broke. Balloon fragments fell into the space as it was being created. The surgeon removed them with graspers. Another structural balloon was used to resolve the issue in order to complete the case. There was no patient injury.